Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument grip tips were bent. The bent damage was likely due to mishandling/misuse. The one grip was bent, causing the side-to-side misalignment of the grips. There was a .101 offset at the tips. The bent grip had separation of the yaw pulley and the pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis investigation also found the instrument main tube had deep scratches and gouges. The distal end of main tube had various scratch marks with light material removal. The scratches were .211 - .280 in length and were not aligned with the tube axis. No other damage was found. The damage may have been caused by mishandling/misuse. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, it was noted that the clasps of the fenestrated bipolar forceps instrument were stuck together. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.